Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when the hydratome rx sphincterotome was advanced out of the scope they noticed that the cut wire had snapped. No part of the cut wire fell inside the patient. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when the hydratome rx sphincterotome was advanced out of the scope they noticed that the cut wire had snapped. No part of the cut wire fell inside the patient. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the working length was twisted, the exposed cut wire appeared to have melted/split the extrusion at the distal pierce hole. The cut wire was found to be intact (not broken). The melted extrusion, created a tear measuring approximately 9 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. The device analysis found that the working length was melted which caused the cut wire length to shorten, which may have appeared as a broken cut wire. During manufacturing, tome devices are 100% inspected, so the melted extrusion is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. The reported event of cut wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.